Event description:
Doctor performed hernia removal and used pm025 [infusion pump] on pt. Pt removed one catheter successfully. Pt returned to doctor's office for a follow-up visit and explained to the doctor that instead of removing the other catheter he decided to cut the catheter where it met with the skin. Part of the catheter remains in the pt. Doctor recommended to the pt to come back for another follow-up if he experiences any symptoms or the catheter works its way out. No pump or catheter available for evaluation.